Manufacturer narrative:
A medtronic representative was on site and tested the system. Everything functioned properly. He checked the exams from the reported case and reported that the tumor was on the correct side (right) in both the t1 and t2 scans. The rep went through to navigate and the plan entry point was on the left side of the brain, while the tumor was on the right side.

Event description:
A registered nurse reported, during a cranial tumor biopsy, that after the patient was draped the probe allegedly showed on the patient's left side of the head when they were making the incision and performing the biopsy on the right. The surgeon successfully navigated a diagnostic specimen of the tumor using navigation. There was no impact to the patient outcome reported.